Event description:
A patient of unknown age and gender presented for a chronic hemodialysis catheter removal procedure. During the removal of the catheter, the ingrowth cuff became detached from the catheter shaft. There was no report of harm or injury to the patient due to this issue. The procedure was successfully completed without further complications.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As angiodynamics is unable to perform a device evaluation. The customer's complaint description could not be confirmed. If the device becomes available, the complaint will be reopened and the sample will be investigated. The results will be submitted via a follow up medwatch. During the manufacturing of this device, quality personnel perform a visually inspection verifying that a cuff is present and securely attached to the catheter shaft. To prevent this type of issue, the instructions for use states the following: "dissect down to the cuff using blunt and sharp dissection as indicated. When visible, grasp cuff with clamp. Clamp catheter between the cuff and the insertion site. Cut catheter between cuff and exit site." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).